Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav catheter (model# d134302 lot# 17739130l), stockert generator (model# unknown serial# unknown), st. Jude medical brk transseptal needle (model# unknown lot# unknown), st. Jude medical 8.5 french sl sheath (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, after left atrial mapping with the lasso catheter and while maneuvering the smarttouch catheter in the left atrium, impedance quickly increased from 145-150 ohms to greater than 300 ohms on the left atrial roof. It was noted that the physician was experiencing difficulties maneuvering the smarttouch catheter posteriorly. The possibility of the catheter being in the pericardium was considered. Since the blood pressure was stable, the physician suspected that the smarttouch catheter was not in the pericardial space. Approximately 30 minutes later, the patient became hypotensive. Pericardial effusion was detected via echocardiography. Remainder of procedure was aborted and an intervention (unspecified) was performed. There is no information regarding extended hospitalization or patient outcome. Physician did not provide a causality opinion. It is noted this is a redo procedure post cryoablation. Transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical 8.5 french sl sheath. Generator was set on temperature control mode with a temperature cut-off of 43°c with titration. Temperature and power remained within normal limits during the procedure. System did not stop ablation, as ablation was not being performed at the time of the high impedance. It was noted that there is uncertainty regarding if ablation caused the injury. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.